Event description:
It was reported that the user performed a full cartridge and tubing change with remote guidance and experienced occasional difficulty inserting the infusion set, during which the needle assembly came out, consistent with an improper or incorrect procedure involving the cannula and infusion set connector. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to technique during infusion set insertion and connection, with the cannula component implicated. It was concluded that the cause was failure to follow instructions and that an unintended use error contributed to the event. Replacement supplies were offered to mitigate user anxiety about wasted supplies and to support continued use.